Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. Ipg does not stay charged for at least 24 hours when fully charged. No programming changes or increased usage has been reported. In turn surgical intervention may occur at a later date to address the issue.

Event description:
Additional information indicates the device is no longer liable.